Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 105 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The technical service representative (tsr) had the cg press stop and go to record the alarm. The tsr assisted the cg with getting the set out. The cg stated the patient did not perform any off cycler manual exchanges or fills. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 105 alarm. The rn stated she was aware of the alarm and went to see the patient at their home afterward. The rn stated there was no patient injury or medical intervention associated with this event. The patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The root cause of the iipv was insufficient drain due to use error, the tidal total ultrafiltration (uf) removal being set too low. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.